Event description:
A customer reported that an epiq 7c control panel arm will not lock into position while transporting the unit within the user facility. No patient or user was harmed as a result of the issue. A philips service engineer removed the solenoid and locking collar, cleaned the locking collar and hole, applied loctite and reinstalled solenoid to resolve the issue. A thorough engineering investigation has been performed to identify the root cause of the reported issue. The engineering team determined the failure was a hardware issue in the articulating arm latching mechanism preventing the locking solenoid from fully engaging.